Manufacturer narrative:
Investigation: lot number(s): hcg9030207, exp date(s): 03/2011. Control lot: 20 miu/ml hcg urine control, lot: hcg090304-02; 100 miu/ml hcg urine control lot: hcg090521-01; 255.3 iu/ml hcg urine control lot: hcg090526-03. Summary results: the retention devices meet qc spec with both lot. Correct positive results were observed at 3 minutes reading time when tested with 20 miu/ml hcg urine control. Clearly positive results were observed when tested with 100 miu/ml hcg and 255.3 iu/ml urine control. Conclusion: the retention devices meet qc spec. No false negative result is observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.

Event description:
Caller reported two false negative hcg urine tests on two different pts. Each test was repeated twice. Confirmed positive per caller by another hcg urine test. Serum quant values not known; just informed they were "high".